Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a ar-3638h fibertaks sutures did not shuttle properly. This occurred on (b)6) 2022 during a hip scope when the sutures would not shuttle properly and the surgeon declared the anchor unusable. No fragments were created, the device was removed and the case was completed successfully using another device of the same part number. There was no patient harm reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.